Event description:
The reporter stated the surgeon attempted to insert a 12.0mm icm120v4 implantable collamer lens and the lens tore. The lens was not implanted. Another same model lens was implanted.